Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during a surgical procedure, the precision cartridge blade disassembled and broke. It was also reported that an "o" ring was found in the surgical site and removed manually. It was further reported that there was a 2 minute delay as a result of this event and the procedure was completed successfully. It was also reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the precision cartridge blade disassembled and broke. It was also reported that an "o" ring was found in the surgical site and removed manually. It was further reported that there was a 2 minute delay as a result of this event and the procedure was completed successfully. It was also reported that there were no adverse consequences as a result of this event.